Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown substance along the catheter is confirmed, but the root cause could not be determined. One video of an someone holding an opened groshong catheter with its inlaid stylet was returned for evaluation. An initial visual observation of the video showed someone identifying a small, grayish colored substance just proximal to the distal groshong valve. The person in the video was observed to touch the unknown substance and remove it from the catheter with their glove. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2024, the PICC department placed a groshongpicc catheter in the patient, opened the PICC catheter set, and found paper scraps about 5cm above the catheter tip when pre-filling the catheter. After processing, it was finally retained successfully. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.